Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause cannot be determined. The instructions for use (IFU) identifies aneurysm perforation or rupture as a potential complication associated with use of the device.

Event description:
It was reported that during embolization of an anterior communicating artery aneurysm, a web device was being partially deployed when it was noticed that the tip of the web was in the subarachnoid space. Angiography with contrast injection confirmed extravasation into the subarachnoid space. Protamine was administered. An lvis stent, the web device, and embolization coils were used to embolize the aneurysm. The patient was sent for an emergent head cta following the procedure. The patient woke up neurologically intact after the procedure. The patient did not experience any reported sequelae.